Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: ¿ varied injuries: unable to observe since it is not related to the device. ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ depression: unable to observe since it is not related to the device. ¿ chest pain: unable to observe since it is not related to the device. ¿ breast pain unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ nipple discharge: unable to observe since it is not related to the device. ¿ other ¿ medical: unable to observe since it is not related to the device. ¿ infection (late onset) unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "capsular contracture baker grade unknown, implant is twice the size as the right from swelling, yellow fluid leaking from nipples and severe pain and flu like symptoms that lasted for three days and then went away. The implant feels 2 pounds heavier". Patient later reported "on antibiotics at present for what appears to be a dangerous infection". Patient later reported "grade 4 capsular contracture", "psychologically devastated and on medication for depression" and "mechanical complication of breast prosthesis and implant", "other chest pain", "mastodynia", "atrophic disorder of skin, unspecified", "atrophy of breast", "other specified disorders of breast", "inflammatory disorders of breast", "other signs and symptoms of breast" via final hospital report. Healthcare professional later reported "capsular contracture baker grade 4. Infection serratia marcescens" confirmed via ultrasound and specimen sample. This record is for a left side. Device has been explanted.

Event description:
Patient reported left side "capsular contracture baker grade unknown, implant is twice the size as the right from swelling, yellow fluid leaking from nipples and severe pain and flu like symptoms that lasted for three days and then went away. The implant feels 2 pounds heavier". Patient later reported "on antibiotics at present for what appears to be a dangerous infection". Patient later reported "grade IV capsular contracture", "psychologically devastated and on medication for depression" and "mechanical complication of breast prosthesis and implant", "other chest pain", "mastodynia", "atrophic disorder of skin, unspecified", "atrophy of breast", "other specified disorders of breast", "inflammatory disorders of breast", "other signs and symptoms of breast" via final hospital report. Healthcare professional later reported "capsular contracture baker grade IV. Infection serratia marcescens" confirmed via ultrasound and specimen sample. Healthcare professional later reported "former subglandular breast augmentation, breast mammary asymmetry, capsular contracture, breast implant infection, and breast drainage". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h4.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number 20763295 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed, and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30021179 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implant for the period of august 2022 through july 2024 was noted one outlier in november 2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported "capsular contracture baker grade unknown, implant is twice the size as the right from swelling, yellow fluid leaking from nipples and severe pain and flu like symptoms that lasted for three days and then went away. The implant feels 2 pounds heavier". Patient later reported "on antibiotics at present for what appears to be a dangerous infection". This record is for a left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Edema: unable to observe since it is a medical event and is not related to the device. Nipple discharge: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Bacterial infection: unable to observe since it is a medical event and is not related to the device. Depression: unable to observe since it is a medical event and is not related to the device. Other ¿ medical: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and three openings was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "capsular contracture baker grade unknown, implant is twice the size as the right from swelling, yellow fluid leaking from nipples and severe pain and flu like symptoms that lasted for three days and then went away. The implant feels 2 pounds heavier". Patient later reported "on antibiotics at present for what appears to be a dangerous infection". Patient later reported "grade IV capsular contracture", "psychologically devastated and on medication for depression" and "mechanical complication of breast prosthesis and implant", "other chest pain", "mastodynia", "atrophic disorder of skin, unspecified", "atrophy of breast", "other specified disorders of breast", "inflammatory disorders of breast", "other signs and symptoms of breast" via final hospital report. Healthcare professional later reported "capsular contracture baker grade IV. Infection serratia marcescens" confirmed via ultrasound and specimen sample. Healthcare professional later reported "former subglandular breast augmentation, breast mammary asymmetry, capsular contracture, breast implant infection, and breast drainage". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and infection (late onset)

Event description:
Patient reported "capsular contracture baker grade unknown, implant is twice the size as the right from swelling, yellow fluid leaking from nipples and severe pain and flu like symptoms that lasted for three days and then went away. The implant feels 2 pounds heavier". Patient later reported "on antibiotics at present for what appears to be a dangerous infection". This record is for a left side. Device remains implanted.

Event description:
Patient reported "capsular contracture baker grade unknown, implant is twice the size as the right from swelling, yellow fluid leaking from nipples and severe pain and flu like symptoms that lasted for three days and then went away. The implant feels 2 pounds heavier". Patient later reported "on antibiotics at present for what appears to be a dangerous infection". Patient later reported "grade 4 capsular contracture", "psychologically devastated and on medication for depression" and "mechanical complication of breast prosthesis and implant", "other chest pain", "mastodynia", "atrophic disorder of skin, unspecified", "atrophy of breast", "other specified disorders of breast", "inflammatory disorders of breast", "other signs and symptoms of breast" via final hospital report. Healthcare professional later reported "capsular contracture baker grade 4. Infection serratia marcescens" confirmed via ultrasound and specimen sample. Healthcare professional later reported "former subglandular breast augmentation. Breast mammary asymmetry. Capsular contracture. Breast implant infection. Breast drainage". Diagnostic testing reports "a homogeneous eosinophilic precipitate is observed in the smears after he staining, in which, in addition to histiocytes with foamy cytoplasm, a relatively large number of neutrophil granulocytes are present." Also reported "there is an intracapsular expansion of fluid, from which sampling was performed". This record is for a left side. Device has been explanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30022170. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to ensure that the chance of a nonsterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.